Event description:
Customer reported receiving a button error alarm on the insulin pump. No further information reported.

Manufacturer narrative:
Insulin pump act button did not respond due to flattened button dome switch. No button error alarm noted. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.